Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 900 module. Patient 1's initial result was 135 mmol/l, and the repeat result was 146 mmol/l. Patient 2's initial result was 154 mmol/l, and the repeat result on another module was 138 mmol/l. Patient 3's initial result was 148 mmol/l, and the repeat result on another module was 142 mmol/l. The customer questioned both results for patient 1 and did not release them outside of the laboratory. The results for patients 2 and 3 were repeated because any samples that deviated from previous results were retested on another module, and the initial results were not released outside of the laboratory.

Manufacturer narrative:
The sodium electrode lot number is bfr. The customer cleaned the sample probe, performed a reagent prime, and attempted to perform calibration; however, it failed. The customer reattached the electrode and verified there were no leaks or crystal buildup. They checked the high-concentration fluid waste, cleaned the dilution vessel, performed a reagent prime 20 times, performed an ion-selective electrode (ise) check 20 times, sample probe wash 20 times, and performed an air purge without splashing. They confirmed that the calibrator was new and there were no abnormalities with the container, the ise calibration was performed again and was successful. A field service engineer (fse) replaced the nozzle assembly, degasser, the sodium and chloride electrodes, and the vacuum nozzle assembly. The fse cleaned the dilution vessel, sample probe, and the dual nozzle. They then completed an ise check and mechanical check, along with control measurements. He confirmed that there weren't any noise errors that occurred when measuring the pooled serum. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product issue. The customer was using ise system reagents from other manufacturers, which are not labeled for use with the analyzer.